Event description:
It was reported to baxter (B)(4) that a patient experienced headache and a stiff neck after a neurologic operation in which floseal was used. It was noted that after the product coagulated and the excessive product wasn't removed. The doctor believed it was a chemical meningitis and gave the patient antibiotics. The patient's symptoms disappeared. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in cases in which the ventricular system is being opened during brain surgery, most likely due to penetration of blood into the csf (cerebrospinal fluid) patients may experience headaches and meningismus (aseptic/abacterial meningitis). Although unlikely, the presence of gelatin and/or free thrombin in the cerebrospinal fluid may also cause or contribute to the reported symptoms. We cannot exclude that the use of floseal, with non-irrigation of the excess product (product not reacted with the blood clot) may have contributed to the reported complication. Documented review with the surgeon of the correct product application (and irrigation of excess) is recommended. A follow-up report will be submitted upon the review of the instructions for use with the surgeon.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review and retention sample evaluation were performed and no abnormalities were found during the manufacturing process that could lead to the reported complaint. No trend was identified. Per hayward, no further investigation is necessary as the reported product batch record and retention samples had no abnormalities and the floseal IFU provides the instruction to irrigate excess. Baxter (B)(4) scheduled a customer re-training session with the reporting surgeon on the appropriate use of the product and IFU. This is the first complaint of this nature received for this product lot. This case will be kept on file for trending purposes.